Event description:
Baxter was informed by a customer that a cryocyte container containing frozen stem cells was observed to be broken. The bag had a leak on the seams. The contents of the bag were administered to a patient. The patient received 4.3 x 10^6/kg cells from the bags given. The patient was not remobilized or recollected as a result of this breakage and, per information from the customer, did successfully engraft. Sterility testing was negative after 14 days. The patient received antibiotics as a result of the bag break. The fill volume of the bag was 70 ml. This customer uses a metal cassette for freezing and for storage. Freezing is done in a controlled rate freezer and storage is done in the vapor phase of a liquid nitrogen freezer. The customer uses a plastic overwrap while thawing. Collection, processing, and infusion are all performed at the same facility. The duration of storage was less than one month.